Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the requested clinical information, the root cause of the wear cannot be concluded. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to the wearing.